Event description:
The customer reported the aq2010v silicione three piece lens tore just as it was placed in the eye. The lens was removed and replaced with another same model/diopter lens without any injury to the patient. A suture closed the wound. The reporter stated the surgeon loaded the lens himself and the event was likely due to a users error.

Manufacturer narrative:
(B)(4): silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®).(B)(4): evaluation results - visual inspection of the lens showed the optic was torn and pieces of the lens was torn off and missing. There was a clear surgical residue on the device.(B)(4).